Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of thrombosis is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The supera device referenced in b5 is being filed under a separate medwatch MFR. Corrections: h6 - medical device problem code 2993 was removed and code 2915 was added. H6- investigation findings code 213 was removed and code 3221 was added. H6- investigation conclusions code 22 was removed and code 4315 was added.

Event description:
Patient ID: (B)(6). It was reported that a supera stent was implanted in the left popliteal at a different hospital sometime between the years 2016 and 2022. The index study procedure was performed on (B)(6) 2024, treating a 100% stenosed, 30mm lesion in the proximal left tibioperoneal (tp) trunk artery. A 4.0x38mm xience prime btk stent was implanted to treat the tp lesion. The patient was hospitalized for an invasive follow up of his prior re-occlusion ((B)(6) 2024) of the superficial femoral artery (sfa), popliteal artery, truncus tibiofibularis and proximal posterior tibial artery left. Percutaneous intervention procedure was performed on (B)(6) 2025. Revascularization included thrombectomy/thrombolysis, and angioplasty of the popliteal, sfa, posterior tibial artery, and tibioperoneal trunk artery. Medication therapy was prescribed with rivaroxaban 20mg due to repeated re-occlusions. In (B)(6) 2025, the supera stent will be percutaneously explanted because the patient has had six re-occlusions in the left leg in one year. The patient will be tested for non-response to clopidogrel in march 2025. Subsequent to the previously filed report, additional information was received that the index xience stent was found to have stent damage on the proximal and distal stent edge. It is unknown how it became damaged. The supera stent was percutaneously explanted on (B)(6) 2025. Two non-abbott stents and one short 28mm xience stent was implanted in the proximal non-abbott stent. The patient's previous re-occlusion ((B)(6) 2024) was reported under MFR 2024168-2024-15357. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of thrombosis is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The supera device referenced in b5 is being filed under a separate medwatch MFR.

Event description:
Patient ID: (B)(6). It was reported that a supera stent was implanted in the left popliteal at a different hospital sometime between the years 2016 and 2022. The index study procedure was performed on (B)(6) 2024, treating a 100% stenosed, 30mm lesion in the proximal left tibioperoneal (tp) trunk artery. A 4.0x38mm xience prime btk stent was implanted to treat the tp lesion. The patient was hospitalized for an invasive follow up of his prior re-occlusion ((B)(6) 2024) of the superficial femoral artery (sfa), popliteal artery, truncus tibiofibularis and proximal posterior tibial artery left. Percutaneous intervention procedure was performed on (B)(6) 2025. Revascularization included thrombectomy/thrombolysis, and angioplasty of the popliteal, sfa, posterior tibial artery, and tibioperoneal trunk artery. Medication therapy was prescribed with rivaroxaban 20mg due to repeated re-occlusions. In (B)(6) 2025, the supera stent will be percutaneously explanted because the patient has had six re-occlusions in the left leg in one year. The patient will be tested for non-response to clopidogrel in (B)(6) 2025. No additional information was provided.